Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h6, h10. UDI # (B)(4). The product was not received for an investigation. No DHR was possible as no other lot or serial number was provided during the course of the complaint investigation. The reported complaint was not confirmed.

Event description:
N/a.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that during the use of the a1108 mayfield triad skull clamp, a patient had a slip during an unspecified procedure on (B)(6) 2020. It was unknown if there was any patient injury. The customer could not certify if the event was a product failure and could not reproduce the issue. The sales representative checked the equipment and could not find anything wrong, it was working as intended. Additional information has been requested.